Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 242.4030. 8100 sn: (B)(4) customer wanted to know what is the cause of the error code. I explain to the customer that there are two reason for the unit to give this error code. I asked the customer when he connects the unit to the 8015 do he hear any movement. The customer said no, I then explain to the customer that he needed to replace the motor control board. The customer said ok I then give the customer the part number for the motor control board and the customer said that he would place an order for the board later. The customer ended the call.